Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 198 mg/dl. The customer complained of a headache. She stated that she was working, felt sick and was vomiting, so she called someone to take her to the emergency room. She stated that her blood glucose reading was high and that she felt as though she was burning from the inside. Upon admittance, she was treated with fluids via intravenous drip. She was wearing the insulin pump at the time of admittance, and the device was removed from her once she was at the hospital. She stated that she was still hurting a lot. She reported that the insulin pump was not working. Upon troubleshooting, the insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.